Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customers blood glucose level was between 45-450 mg/dl. Customer addressed low bg by consuming carbohydrates. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.